Event description:
The surgeon reported a corneal burn occurred during the sculpting phase of the cataract procedure. The hospital has switched its way for cleaning handpieces. In the past, the handpieces were flushed by steam; whereas now they are machine-washed. Multiple attempts were made for more info on the event and pt status with no response to date.

Manufacturer narrative:
The company service representative examined and tested the system, including the phaco handpieces; they were found to meet all product specifications. The company sales representative reviewed the surgical parameters and advised the surgeon to change the parameters. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the health device, hazard update: scleral and corneal burns during phacoemulsification, nov 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. This report was mailed to FDA on: 10/08/2008.